Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose event and diabetic ketoacidosis. Customer stated that he is not currently wearing the pump and is waiting to speak with the health care professional to determine the cause of the high blood glucose. Customer stated that he feels that the pump is working fine. Customer stated that he was given insulin pens at the hospital to treat in the meantime. Customer was advised not to use the pump until he sees the health care professional. Customer stated that he will call them tomorrow. Customer stated that her blood glucose was 505 mg/dl at the time of the hospitalization. Customer's current blood glucose was 400 mg/dl. Customer woke up in the morning with a blood glucose of 424 mg/dl and felt terrible all morning. Customer could not get his blood glucose down with bolusing. Customer was still in the hospital and was treated with IV drip and saline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.